Event description:
It was reported that this right ventricular (rv) lead was suspected to be fractured. The lead safety switch (lss) of the pacemaker system was triggered in (B)(6) 2022 due to rv pace impedance greater than 2,000 ohms. The resulting unipolar programming configuration had normal impedance. It was noted that it was possible to elicit signal noise on the rv lead with physical maneuvers. The pacemaker was programmed to minimal sensitivity (5 mv) with automatic gain control in an effort to avoid any oversensing. The patient was not pacemaker-dependent, and no adverse effects were reported. The rv lead remains in service.